Manufacturer narrative:
The clinical evaluation could not confirm the endoleak 3b, however and endoleak 2 was confirmed. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. Devices remain implanted in the patient and were not returned for evaluation. Potential contributing factors to the reported event include off label use, kink observed at 3 m post implant - the severe right iliac angulation might have contributed to the early remodeling, multiple lumbar arteries pre -implant (cautionary) and plavix/asa therapy - contributed to the persistent el2. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and an infrarenal aortic extension on (B)(6) 2013. After the initial implant the patient had a type 2 endoleak at the proximal end of the stent, physician elected to monitor the patient. Patient came in for follow-up in 2014 and the physician identified sac growth and also opted to continue to monitor the patient for an additional year. The patient came in for another follow-up on (B)(6) 2015 where the computed tomography (CT) showed sac growth, a potential unknown endoleak, and stent migration from the proximal aortic extension. An angiogram was completed on (B)(6) 2016 where it was confirmed the patient had a type 3b endoleak. The patient was brought back to the operating room on (B)(6) 2016 where another angiogram was completed and confirmed for a second time a type 3b endoleak and a kinked main body. The physician elected to reline the stent which sealed the endoleak and removed the kink. Patient is in stable condition.